Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of [it was reported that there were over 2000 short intervals which could indicate oversensing, and that there were alerts for lead impedance and the short intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were over 2000 short intervals which could indicate oversensing, and that there were alerts for lead impedance and the short intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.